Event description:
Pt underwent robotic assisted sigmoid colectomy. During procedure, 29 mm endoscopic stapler used. Following uneventful hosp course, pt was discharged. Ten days after discharge, pt readmitted with an infected hematoma requiring CT guided drainage and a 5 day add'l hospitalization. Hosp received medical device recall of curved endoscopic stapler from ethicon on 04/19/2019.